Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a demonstration, after firing the device on a two centimeter thick sponge, the knife could not be returned to its initial position. The knife had stopped halfway. Both powered and manual approach failed to retract the knife. The cartridge was removed from the adapter and then the adapter was reconnected to the handle however, the device displayed an adapter error and the device became unusable. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.